Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the second firing on the stomach down by the pylorus, the stapler stopped mid fire and showed excessive force and would not progress. The surgeon stopped and waited 20-30 seconds and continued to fire slowly but the screen remained on excess force the entire firing. There was no patient injury.